Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the pptwos event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.